Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was placed in a patient with esophageal cancer on (B) (6) 2010. According to the complainant, the patient presented with abdominal pain eight days post stent implantation. An abdominal computed tomography (CT) scan was performed, and it was suspected that the stent had migrated, and the distal end of the stent was embedded within the wall of the stomach. In the physicians assessment, the migration of the stent contributed to the patient¿s abdominal pain. No intervention was done to retrieve the migrated stent; however the patient¿s pain was addressed. The patient was not deemed a surgical candidate, comfort measures were provided and the patient passed away on (B) (6) 2010. An autopsy revealed that the patient had an esophageal disruption and a gastric perforation proximal to the fundus with peri-pancreatic abscess and adhesions to the spleen. The cause of death as noted by the discharge diagnosis was hypovolemic shock secondary to intra-abdominal bleeding. In the physicians assessment the esophageal perforation was not a result of the migration of the stent; however, it contributed to the patient¿s gastric perforation. Boston scientific was unable to obtain a copy of the autopsy.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.